Manufacturer narrative:
It was reported that a patient was implanted with a prodisc c device on (B)(6) 2021 at c5-6 by the surgeon due to cervical stenosis. Patient experienced recurrent radiculopathy and the pdc device was removed by the surgeon on (B)(6) 2022 and replaced with an actilif c flx cage and fortos plate. There was no indication of a malfunction of the implant. A review of the DHR found no anomalies associated with the complaint. Complaint trending found the rate of complaints to be at the lowest possible level of improbable. A review of the risk assessment found that the hazards associated with the complaint are identified and mitigated to the lowest possible level. A device evaluation could not be completed as the hospital would not return the implant. The investigation could not determine a cause for the prodisc c removal, the complaint investigation outcome is unknown. This submission is 1 of 1 devices involved in this event.

Event description:
A prodisc c removal was completed on (B)(6) 2022 by a surgeon. The patient had received a pdc implant at c5-6 by the surgeon on (B)(6) 2021 due to the patient have cervical stenosis. After the pdc implantation surgery the patient experienced recurrent radiculopathy so the decision was made to remove the pdc implant and replace it with an actilif cage and a fortos plate.